Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. Post-op, the patient developed "pain and nerve injuries and [is] constantly worried about whether things will get worse."

Manufacturer narrative:
It was reported that the patient underwent unspecified spinal fusion surgery using rhbmp-2/acs. Post-op, the patient developed "pain and nerve injuries and [is] constantly worried about whether things will get worse." Date of event: (B)(6) 2010 (event date reported by the patient). Date of implant: (B)(6) 2012 or (B)(6) 2010 conflicting information has been received regarding implant date. The patient reported via voluntary medwatch report that the implant date was (B)(6) 2012; the attorney alleged the implant date was (B)(6) 2010. Neither the patient's medical records nor information from healthcare professional have been provided. Without additional information we are not able to determine / confirm the correct implant date at this time. (B)(6).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient underwent anterior cervical discectomy and fusion at c4-7 in which rh-bmp2/acs was used.